Event description:
It was reported that a (B)(6) year-old african american female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 590cc gel breast prosthesis that ruptured post implantation. Rupture of the patient's left breast prosthesis was reported. Additionally, the patient is suffering from pain and numbness in the left breast. It is also reported to be warm to the touch. The left breast issues were diagnosed during an in-office exam. As a result, the patient underwent bilateral explantation and replacement with unspecified mentor gel breast prostheses on (B)(6) 2022.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture, left breast pain and numbness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 21-apr-2022, mentor received additional information about the event. The patient had her explanted breast prostheses replaced with mentor memorygel breast implant 700cc gel breast prostheses following explant surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07-apr-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. Additional, the patient developed breast pain, warm to touch and numbness. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in two (2) parts. As the authorization form for examination was not received, the product evaluation lab couldn¿t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Paresthesia is an abnormal sensation such as tingling, tickling, pricking, numbness or burning of a person's skin with no apparent physical cause. This includes increased or decreased sensitivity or sensation. The manifestation of a paresthesia may be transient or chronic. A second product was received (lot #7421745). No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).